Event description:
It was reported that during a percutaneous coronary intervention, the stent failed to cross the lesion and stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery. The 3.50x28mm promus element stent failed to cross the target lesion. After it was removed, stent damage was noted. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The first twelve rows on the distal end of the stent were slightly stretched out towards the tip of the device. This damage caused the struts on the first two rows and along the length of the stent to be raised up and misaligned. The balloon of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The tip was damaged. The hypotube was kinked at 170mm and 260mm distal to the strain relief. There was several small kinks noted along the length of the hypotube. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention the stent failed to cross the lesion and stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery. The 3.50x28mm promus element stent failed to cross the target lesion. After it was removed, stent damage was noted. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4).